Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the bending manipulation and insertion tube had defects and the forceps cover glue was peeling. In addition, the channel was leaking, the angulation had play, the bending section glue was chipped, the insertion tube and light guide tube were collapsed. It was noted, it had multiple dents, a loose scope connector, a detached scope cover name plate, a leak at the air water channel and a loose elevator channel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was found to be smashed during inspection at the user facility. Upon evaluation and testing of the returned device, it was discovered the forceps cover glue was peeling. There were no patient nor procedure associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of adhesive peeling off found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the forceps cover glue peeling could not be determined. However, it is likely due to a shock caused by dropping and knocking the endoscope to a hard surface or object from a handling issue. The following is included in the instructions for use (IFU): ¿ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.